Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: ventral (incisional) hernia. Postoperative diagnosis: ventral (incisional) hernia. Procedure: ventral (incisional) hernia repair laparoscopic, with mesh. Anesthesia: general plus supplemental 0.5% marcaine with epinephrine locally. Findings: the patient had broken down the wound with an obvious area of thinning of the abdominal wall musculature and obvious suture breakdown. She had a true hernia through all the layers that was in a smaller area more medial in the wound itself. This whole area, however, was covered over with an onlay of mesh. Details of procedure: ¿the patient was brought to the operative suite, identified, placed in the supine position, and prepped and draped in sterile fashion. A timeout was taken. A 5 mm incision was made in the left lateral abdominal wall and a veress needle placed and co2 insufflated for viewing. A 5 mm port was placed without event and then under direct vision, another 5 mm port was placed in the left upper quadrant and another one in the left lower midline abdomen. The contents of the hernia were reflected. Some of the peritoneal attachments to the omentum and other structures involved with some inflammatory adherence were taken down with the ace harmonic scalpel to reveal the entire area, which was photographed. It was measured by placing spinal needles medially, laterally, superiorly, and inferiorly. A large sheet of mesh was chosen and cut to fit, approximately 20 x 25 cm. It was placed in the proper orientation and gore-tex sutures were placed in the four corners. It was then rolled up and brought in through the abdominal wound, after the trocar was removed to enlarge the site. The trocar was replaced and then it was unraveled in position and the correct orientation placed up towards the abdominal wall. A suture passer was used to bring the sutures back up through the abdominal wall. The mesh was tacked in several areas with the reabsorbable and the protack tacker. The mesh overlapped the lower costal margin slightly, but was in good position. It was tacked about its margins and throughout the surface area, putting tension on the abdominal wall from outside to buttress it up and ensure good tacking into the soft tissue. Some of the co2 had been expelled to take the tension off the abdominal wall. The coverage was actually very good with good overlap. There was no ongoing hemorrhage. Co2 was allowed to escape and the ports were removed. The trocar sites were all infiltrated with 0.5% marcaine with epinephrine. The skin was closed with 4-0 dexon and wound glue. The patient tolerated the procedure well. There were no immediate complications.¿ (B)(6) 2011: (B)(6) implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 7849217. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/7849217) was implanted during the procedure. (B)(6) 2011: (B)(6) md. Operative report. Preoperative diagnosis: chronic infected seroma, right abdominal wall. Postoperative diagnosis: chronic infected seroma, right abdominal wall. Procedure: debridement of skin, subcutaneous tissue and fascia, right upper quadrant. Removal of mesh. Placement of alloderm graft. Placement of wound vac. Anesthesia: general. Estimated blood loss: 100 ml or less. Findings: there was a tract that dissected through the skin and subcutaneous tissue, probably from a previous place drain that left a chronic draining tract into the chronic draining seroma, which became infected. There was a lot of granulation tissue in this area and it tracked down to the mesh. There was some turbid fluid in and around the mesh after unroofing it and it was redundant from shrinkage of the abdominal wall. The mesh was removed in an effort to sterilize this area, but there was good base of granulation tissue and a very small area that could represent a hernia, but it appeared to be a low likelihood of herniation in this area. It was elected to cover this area after being debrided with available alloderm graft in hopes it would seal the abdominal wall over this area. The remaining around it was packed with a wound vac in an effort to shrink this area down and collapse it down, hopefully to the bridge it to the edge of the alloderm graft, closing the abdominal wall. Cultures taken showed a gram stain with white cells but no overt bacteria but it has cultured staphylococcus in the past. Details of procedure: ¿the patient was brought to the operative suite, identified, placed in the supine position, and prepped and draped in a sterile fashion. General anesthesia was induced. A probe was placed into the tract and the tissue was ellipse around this area and debrided down and the tract found and all the granulation tissue was removed in layers, removing skin and subcutaneous tissue, getting down to the abdominal wall. This area did track in through the fascia which was slightly necrotic in that area; therefore it was debrided and this opened it up on to the chronic cavity over the previously placed mesh. The mesh was removed from its attachments and all the coils of staples were removed. There was a good bed of granulation tissue and soft tissue covering the defect with no bowel in the wound. Superiorly, there was one area that a finger could be tracked in and up into where there is potential herniation by bowel. All this area was irrigated and profusely with ancef-laced saline. Hemostasis was achieved with the cautery. A piece of alloderm was hydrated and positioned and placed over the defect in the abdominal wall. Prior to placement, a small jp drain was placed in the bed of the previous cavity and brought out through a tunneled incision with a trocar and then it was covered with the alloderm graft, which was sutured in place with some 0 ethibond suture for possible future removal. Around the margins of this, where the open wound had been opened and debrided, the wound was then packed with a wound vac with a silver-impregnated sponge. An adaptic was placed over me alloderm graft. Sponge filled the cavity and was occluded and the suction pump placed without event. It appeared to hold a good seal and the device was working well. The jp drain was sutured to the abdominal wall with 3-0 nylon suture and a sterile dressing was placed around it. The patient tolerated this procedure well and there were no immediate complications.¿ (B)(6) 2011: (B)(6) [missing records: a culture report detailing analysis of the specimens collected during the 12/20/11 procedure was not provided.] ??/??/??: [missing records: records for a culture report which ¿cultured out staphylococcus in the past¿ was not provided.] (B)(6) 2011: (B)(6) md. Pathology report. Accession #: s11-7650. Final pathologic diagnosis: submitted as mesh and abscess cavity, right upper quadrant abdomen: piece of benign-appearing fibroadipose tissue showing a multinucleated histiocytic reaction to polarizable foreign material and a granulation tissue lining with acute and chronic inflammation, compatible with an abscess cavity. Piece of mesh, 24 cm in maximal dimension. Clinical history: non-healing abdominal wall wound. Gross description: tissue submitted: mesh and abscess cavity, right upper quadrant abdomen. The specimen is received in a single container that is labeled with the patient¿s name. The specimen is received in two pieces. There is a roughly oval piece of white to red mesh that has several round metal springs attached. The mesh measures 24 x 16 x 0.15 cm and the attached metal springs measure 0.4 cm in length and 0.3 cm in diameter. Gross examination only for the mesh. Also received is a roughly oval piece of red-orange rubbery soft tissue, 7 x 3.5 x 1.5 cm. On cut section, the tissue has a white to red orange grossly fibrotic appearance. Representative sections are submitted in ¿a¿ and ¿b¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic infected seroma, wound vac, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.